Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. A review of the isr60370 service history identified no contributing factors to the current complaint and there were no tickets subsequent to the current complaint. Labeling was reviewed and found to be adequate. The architect concentrated wash buffer safety data sheet (sds) and architect systems operations manual state to flush drains thoroughly with copious amounts of water to prevent the formation of potentially explosive metal azides in plumbing. The sds also provides information about personal protective equipment. The i2000sr system packing and relocation procedure provides instructions to prepare the analyzer for shipment and directs the service representative to verify that any residual buffer is cleaned (using tap water) off pumps, waste area, sample and processing areas. Detailed information about azides in laboratory drains is available in current intelligence bulletin no.13 explosive azide hazard ((B)(6) 1976), a publication issued by the u.s. National institute of occupational safety and health (niosh) which is referenced in the concentrated wash buffer sds and architect systems operations manual. Per the current intelligence bulletin no.13 explosive azide hazard ((B)(6) 1976): the decontamination of plumbing systems is complicated by a number of factors, including the possible coating of heavy metal azides by impervious materials as well as the possible accumulation of heavy metal azides in cracks and threads of plumbing. Although the decontamination procedures do reduce the risk of explosion, even a ''decontaminated'' system should be treated with respect in recognition of the possibility of its being explosive. Maintenance people should be alerted so that proper precautions can be taken before working on plumbing potentially contaminated with heavy metal azides. Good work practices include shielding the person working on the plumbing, maximizing the distance between the person and the plumbing, and keeping all unnecessary personnel out of the area. In addition, the architect pre site checklist contains a section regarding sodium azide awareness which notifies the customer that the instrument uses products that contain sodium azide and advises that if the composition of the drain/plumbing for the system contains pipes or solder containing lead, copper, silver, or brass or is unknown, the customer should flush drains thoroughly with water several times a day to prevent metal azides from forming. The customer is made aware that detailed information about the potential hazards associated with azides in laboratory drains is available in the niosh bulletin cdc.gov/niosh and at abbottdiagnostics.com. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Additional information regarding the incident was received on april 12, 2021 and april 15, 2021 and was provided in this follow-up report. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Additional information was received on april 12, 2021. There was a third construction worker close to the area at the time of the incident, but he was not injured or involved in any way. He did not report any injury or ringing in the ears or headache. An injury report dated (B)(6) 2021 was received from the construction company for the individual who cut the pipe. He was seen in urgent care following the incident to be examined as a precaution. During the examination he reported ringing in the ears and a headache due to the noise from the burst pipe. No chemical burns or injury of any kind was noted. There was no medical treatment of any kind documented in the injury report. He took the following day off from work, but returned to his regular duties the next day. Additional information was also received on april 15, 2021. The medical report for the construction worker who cut the pipe was provided by the customer. The report is dated (B)(6) 2021. The worker is a (B)(6) year old male who was seen in urgent care at the customer site on the day of the incident. He stated that he was wearing goggles and a mask at the time of the incident. He stated that when he cut the pipe, it burst and it knocked him back but he did not lose consciousness. Liquid did splatter from the pipe, but he sated he did not get any liquid in his mouth or eyes. He reported having ringing in the ears with decreased hearing, dizziness and mild headache. He reported that there was no vomiting, shortness of breath, chest pain or changes in vision. He denied having any other symptoms or issues during the examination. The medical examination concluded tinnitus with intact hearing. No other medical issues were found upon medical examination. No treatment was given or prescribed. Blood was drawn for (B)(6) testing (results were all (B)(6)) and the worker will be redrawn in six months for repeat testing.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that their architect i2000sr analyzer (serial number (B)(4)) was de-installed in (B)(6) 2020 and disassembled. The analyzer was installed at a previous location which is now being renovated. The customer stated the waste tubing for the analyzer was previously attached to the wall and to a copper pipe for drainage of the liquid waste. On (B)(6) 2021, the copper pipe used for waste drainage was cut during the renovation and the pipe burst. There were two individuals present at the time. The male employee cutting the pipe was wearing goggles and a mask per covid-19 mandate. He had another male employee next to him assisting. As he cut the pipe, sparks were generated then the pipe burst. A piece of the pipe grazed the employee assisting on his leg, but there was no resulting injury. He was tested for chemicals on his leg. The employee who cut the pipe reported ringing in the ears and a slight headache, but sustained no wounds or injury. He was tested for chemicals on his face, hands, and neck. Both individuals received medical treatment along with (B)(6) testing. The customer did not have any further information. Both construction employees were aware that the room being renovated previously contained medical instrumentation. However, they were not aware of the potential hazard of a chemical reaction involving sodium azide, used in reagents for medical instrumentation, and copper. Multiple attempts were made to gather additional information regarding specific medical treatment received. The construction company doing the renovation stated they would provide the official medical documentation. A follow-up will be submitted upon receipt of additional relevant information.